Event description:
Device #2 malfunction: suture failed to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, "the suture failed to deploy." The device was removed and a second proglide was used with the same result. An angio-seal was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Device#1 proglide: lot# 74011-6h, is being filed under medwatch manufacture report number: 2953144-2009-00633.